Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose (bg) that day was between 270-339 mg/dl with nausea, cold chills, feeling of being hot, sweating, and shaking. It was reported the patient was also suffering from a cold and was on an antibiotic treatment. The reporter noted the patient received phone advice from a healthcare provider to treat with insulin via the pump; they remained on pump therapy, and the pump¿s settings were not recently changed. It was reported the pump experienced a loss of prime issue. The reporter noted the loss of prime issue occurred more than once with the same cartridge, however, the cartridge had not been changed. The cartridge was reportedly being used per instructions and had not experienced any recent sudden change of force or temperature. The reporter noted the patient did not prime while attached after a loss of prime alarm. This complaint is being reported because the reported bg excursion required treatment above and beyond routine diabetes management and was related to a cartridge malfunction.

Manufacturer narrative:
Follow-up #1 date of submission, 01/27/2015 -device evaluation: a retained cartridge was evaluated by product analysis on (B)(4) 2015 with the following findings: a retain sample from the same lot number was tested. No failures were observed during the cartridge lot review. A visual inspection of the cartridge was performed. No damage or defects were noted. A fill test was performed with no failures observed; a leak test was performed with no leaks observed. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.